Event description:
The device in question seemed to show inaccurate readings after the implantation since the readings of the device surged and dropped sharply. The breakage of the inside the tube is suspected. The patient is now followed.

Manufacturer narrative:
Supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the millar sensor. Catheter material kinked 13.2cm & 42.5cm from the connector strain relief. Black mark on the connector. The device failed temperature test - reading was 1.0mmhg. It should be +/-0.5mmhg (adjusted potentiometer and temperature is in spec.). The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 8/21/12. Based on the above evaluation, the supplier was unable to confirm the complaint. The issue verified during the temperature test appears to be user related. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
No gtin number available. Upon completion of the investigation, a follow up report will be filed.